Manufacturer narrative:
The device has been returned to the manufacturer on 11-nov-2016 but at this time we are unable to complete an evaluation on the affected product since the investigation is in progress. When the results of the investigation is provided, we will send a supplemental report with additional findings. (B)(4). The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product - when it is provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its return. (B)(4).

Event description:
Pediatric quadrox ID in custom pack 701065510 leaked out gas exhaust port during priming and the whole circuit was scrapped prior to patient use. Pack lot # 3000036539, oxygenator lot # 70112864. They did save the oxy so it can be returned for investigation. Please let me know if you want it back.

Manufacturer narrative:
(B(4). The device has been returned to the manufacturer and an evaluation has determined that there was a crack within the gas outlet connector . We are unable to determine a root cause for corrective action, but it has been determined that it is unlikely this event occurred during manufacturing and it likely occurred at the hospital facility during set-up. This malfunction was found during priming/setup and there was no impact to patient. (B)(4). Supplement: device evaluation

Event description:
Pediatric quadrox ID in custom pack (B)(4) leaked out gas exhaust port during priming and the whole circuit was scrapped prior to patient use. Pack lot # 3000036539, oxygenator lot # 70112864. They did save the oxy so it can be returned for investigation. Please let me know if you want it back.